Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Mouth poked [mouth injury]. Brushes don¿t stay on they fall off - oral-b [device breakage]. Case narrative: consumer via social media stated that their oral-b toothbrushes did not stay on and fell off while they brushed their teeth, poking their mouth with the metal part that was under the oral-b toothbrush head. No serious injury was reported.

Event description:
Mouth poked [mouth injury] brushes don¿t stay on they fall off - oral-b [device breakage] case narrative: consumer via social media stated that their oral-b toothbrushes did not stay on and fell off while they brushed their teeth, poking their mouth with the metal part that was under the oral-b toothbrush head. No serious injury was reported. 20-jan-2023 case update: the concomitant product lot was 2ab91131507. No serious injury was reported. 07-mar-2023 produyct investigation results: the suspect product was confirmed to be oral-b power rechargeable toothbrush handle 3766. The concomitant product was confirmed to be oral-b power power oral care refills precision clean eb20 brush set. No serious injury was reported. 09-mar-2023 case update: the concomitant product lot (refill) was u0076. No serious injury was reported.

Manufacturer narrative:
07-mar-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.